Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of some of the cartridges are splitting. Additional information was requested.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown, if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment, "they have seen some d cartridges splitting". The product was not returned. Not enough information was provided for further investigation. It is unknown, if qualified associated products were used. The IFU (instructions for use) instructs: the company iol (intra ocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces, for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately, filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. Which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Due diligence, has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: (B)(4).